Event description:
The motor shaft was missing. This would result in a nondelivery. The pump was returned bya homecare pt with a report of a "missing the grey part inside the device. This was noted while setting up the pump to delivery 3 in 1 tpn. No specific programming parameters were provided. The device was removed from clinical service. Therapy was resumed using a replacment device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.